Event description:
Device 1 of 2. Reference MFR. Report number: 1627487-2013-23189. It was reported the patient's leads reflected invalid impedance readings. It was also reported the patient experienced auto-reducing. The patient will undergo surgical intervention at a later date to address these issues.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.